Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy and confirmed has lantus and rapid acting insulin pens as back up therapy.